Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a separation of the driveline¿s outer jacket from the controller connector can be confirmed based on the submitted images and the onsite evaluation by an abbott representative. A clamshell repair was successfully performed on 13jul2021 by an abbott representative without issue. The account submitted an image for review that shows the separation of the outer jacket from the metal connector. Additional images were submitted that show the clamshell successfully installed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline serial number 11230 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 7 ¿equipment storage and care¿ provide information on driveline care and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is also currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had damage to their driveline connector plug. The insulation has separated from the metal shell. The damage was wrapped with rescue tape, but a clam shell repair kit was requested. No additional information was provided.